Manufacturer narrative:
(B)(4). The device is currently unavailable.

Event description:
Per the clinic, the patient discontinued use of the device (date not reported) for unknown reasons. Subsequently, on (B)(6) 2014 the device was explanted for reasons unrelated to the device. The device has not been made available for analysis as of the date of this report.

Manufacturer narrative:
This report is filed february 18, 2015.